Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2011 - patient was diagnosed with a vaginal vault prolapse. The patient underwent an anterior/posterior colporrhaphy with implant of a bard/davol soft mesh, cystocele repair, urethropexy, posterior colporrhaphy fixation with sacrospinous ligament fixation. On (B)(6) 2011 - patient underwent an unspecified bladder prolapse repair with an unknown mesh. On (B)(6) 2012 - patient had multiple md office visits with complaints of pelvic pressure, protrusion from the vagina and bladder prolapse which were causing difficulty with intercourse. Md notes indicate the patient was treated with a pessary. The patient was not satisfied with the pessary treatment and wished to undergo further surgical repair.